Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ilet pump was dropped months prior, resulting in a cracked touchscreen that later became partially unresponsive on the top portion, which interfered with use and coincided with high blood glucose; the device component implicated was the touchscreen, and the described device problem was a fracture. Symptoms included hyperglycemia with high readings and no reported physical injury. Outcomes included a delay to treatment or therapy, and the user was advised to revert to backup therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen that affected the device¿s touch input. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.